Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display or display anomaly was noted. The pump alarmed unexpected restart error after a battery change due to a faulty component on the interface board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display and alarmed unexpected restart alarm. Customer's blood glucose was unknown. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.